Event description:
It was reported that during two separate surgical procedures, the blade broke. This report address the second instance of the blade break. No further information was provided.

Manufacturer narrative:
H6; the reported event, for blade breakage, was not confirmed as the blade was not returned for evaluation. Without the blade, the root cause cannot be determined. H3 other text : device discarded by customer.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during two separate surgical procedures, the blade broke. This report address the second instance of the blade break. No further information was provided.